Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26983. It was reported that the patient presented for routine generator change with oversensing of noise leading to inappropriate automatic mode switch on their right atrial (ra) lead. During the procedure, it was noted that there was insulation erosion on the right ventricular (rv) lead. Therefore, the physician elected to cap and replace both the ra and rv leads on 1(B)(6) 2021. The patient was recovering after the procedure.